Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that they had accident this morning that caused patient to remove the leads and did not have it in any more. Patient was advised to consult with doctor as they removed the lead on their own. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that they had accident this morning that caused patient to remove the leads and did not have it in any more. Patient was advised to consult with doctor as they removed the lead on their own. There were no complications or that no further complications were reported.